Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he has been having issues with the sensors. Customer stated that the first sensor inserted worked for 5 days and was changed on the sixth day. The sensor inserted only lasted one day and he received a change sensor alert. Customer stated he changed ir and the sensor glucose readings were not correct. Customer reported that the sensor glucose reading was showing 90 mg/dl and his blood glucose was 44 mg/dl. Customer stated that in the middle the insulin pump suspended; customer checked the blood glucose an it was 125 mg/dl. Customer stated that the first time they had to change the sensor they had to do it tree times and one of them had blood when removed. Customer stated he calibrated 3-4 times a day but he is very slim and thinks that could be causing the issue; he has not noticed any bent sensor when removing. Blood glucose level is 150 mg/dl. Nothing further reported.